Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that an ecs29a was fired during a sigmoid case, but when the knob was turned the device would not "release" in the words of the clinician that shared the issue. Turning the knob in and out to try to free up the stapler did not have the normal effect. The device was forcefully removed ultimately causing damage to the bowel. The anastomosis was redone successfully with no patient consequences.